Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. System operates as intended. (B) (4).

Event description:
The customer reported the system displayed a communication error when the x-ray switch was pressed, and the system appeared to be producing x-rays. No patient injury was reported.